Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectum closure of the anal side in a laparoscopic sigmoidectomy, the handle and reload were used on the patient, on the first firing, the jaws could not be closed although the lever was squeezed, due to incomplete twisting operation, the reload was seated, but the cartridge was not attached correctly. The cartridge was replaced with a new one to complete the case. There was no patient injury.